Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not be used due to a calibration issue. It was recommended that the programmer be returned for service, but its current status is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer could not be used due to a calibration issue. It was indicated that the programmer booted to an error code and had a defective printed circuit board (pcb). It was also indicated that the stylus and printer were broken. The programmer was repaired and returned to use. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.